Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the device went to eri (B)(6)-2009. This is a measurement lock-up issue.

Event description:
It was reported that the device is at early repalcement indicator (eri). The battery voltage and the longevity estimate on the battery screen are blank. An error message was observed when the caller tried to do a battery and lead measurement. The device is still in use. No patient complications were reported as a result of this event.